Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system biometric identifier was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed. A technical support specialist (tss) remotely connected to the station and reinstalled the required driver to address the reported issue. The tss verified that the issue was resolved after the driver reinstallation and kept the case open for a period of monitoring to ensure continued normal operation. The system functioned as intended after the technical support specialist troubleshot the issue.